Manufacturer narrative:
(B)(4). No medwatch form was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional.

Event description:
The pt experienced a shocking or jolting sensation and presented to the hosp with burning at the lead tip site. It was noted that when the stimulation was off, the pain persisted. The pt's stimulation sys was to treat leg pain; the pt was also getting injections. Additional info has been requested, a follow-up report will be sent if additional info becomes available.